Manufacturer narrative:
The customer observed a potential false nonreactive hbsag result for one patient using architect hbsag, lot 81440fn00. Return testing was not completed as returns were not available. A review of tickets for architect hbsag reagent lot 81440fn00 did not identify an increase in complaints related to false nonreactive results and no trends for the reported issue. Historical performance of the architect hbsag assay was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 81440fn00 is within the established control limits and no unusual reagent performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for the architect hbsag, lot 81440fn00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list 6c36, that has a similar product distributed in the us, list number 4p53. There is no further patient information provided by the customer.

Event description:
The customer reported (B)(6) architect hbsag results on one patient. The (B)(6) result last year (2017) was (B)(6), after which it was confirmed that the patient had (B)(6). This year the (B)(6) result was (B)(6) ((B)(6)). There was no reported impact to patient management.